Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver has been returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion 2 driver did not pass the system checkout.

Manufacturer narrative:
The companion 2 driver was returned to syncardia for evaluation. Review of the patient data file revealed three system check failures, thus confirming the customer-reported issue. During investigation testing, the system check failures were not duplicated. All indications were that the driver was functioning as intended with no evidence of a device malfunction. Because of the results obtained during testing and analysis, the root cause of the system check failures observed during the system check procedure in the field could not be conclusively determined. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion 2 driver did not pass the system checkout.